Event description:
The initial reporter stated they received discrepant results for four patient samples tested for multiple analytes on the cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The following assays were affected: the elecsys t4 assay ver. 2, the elecsys prolactin assay, roche diagnostics cobas elecsys anti-tpo, and elecsys insulin. The exact date of the event is not known as all samples were tested on different days within one month prior to (B)(6) 2022. The first sample initially resulted in a prolactin value of 22 miu/l and repeated with a value of "300-400" miu/l. The second sample initially resulted in an anti-tpo value of > 600 iu/ml and repeated with a value of 100 iu/ml. The third sample initially resulted in an insulin value of < 0.300 uiu/ml and repeated with a value of 11 uiu/ml. The fourth sample initially resulted in a t4 value of > 320.0 nmol/l accompanied by a data flag on (B)(6) 2022. The sample was repeated on (b(6) 2022, resulting in a t4 value of 110.1 nmol/l. The prolactin reagent lot number was 526543, with an expiration date of june 2022. The anti-tpo reagent lot number was 586992, with an expiration date of november 2022. The insulin reagent lot number was 58660700, with an expiration date of 31-mar-2023. The t4 reagent lot number was 531126, with an expiration date of june 2022.

Manufacturer narrative:
The field service engineer found a bent mixer and changed it. The engineer also changed the measuring cell. The customer states the performance is better after these actions. The investigation determined the service actions of replacing the mixer resolved the issue.